Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n281658, implanted: (B)(6) 2011, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple motor stalls occurred and were confirmed by telemetry. Motor stall occurred on (B)(6) 2013 at 23:51 with recovery on (B)(6) 2013 at 3:46; motor stall occurred on (B)(6) 2013 at 12:19 with recovery on (B)(6) 2013 at 12:28. It was noted that multiple motor stalls continue on 2013-11-08. It was also noted that elective replacement indicatory (eri) occurred on (B)(6) 2013. No symptoms were reported by the patient. The device system delivered morphine and baclofen. It was later reported that premature battery depletion had occurred along with the motor stalls. The pump was replaced on (B)(6) 2013. Patient status at the time of the report was alive with no injury. It was further reported via telemetry strips that several motor stalls occurred from (B)(6) 2013 which a final motor stall recovery at 12:33. Telemetry strips also showed multiple ¿reset occurred¿ and ¿reset occurred ¿ low battery¿ messages that occurred on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.